Event description:
It was reported that a patient experienced heart failure and subsequently died from the event coincident with peritoneal dialysis therapy. The patient experienced heart failure and died while in the hospital for an unrelated condition. Dianeal therapy was ongoing up until the time of death; however, the patient was not performing therapy at the time of death. Treatment information was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.